Manufacturer narrative:
Inspection and testing found the metal was protruding from the damaged bending section cover due to breakage of the curved pipe. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the damage on the bending section was due to stress or handling. However; a definitive root cause of the reported issue could not be identified. In addition, service found there was insufficient angulation due to a stretched angle wire, the bending tube was squashed, the coating on the insertion tube was peeled, there was a dent on the insertion tube, forceps did not pass smoothly due to a dent on the instrument channel, a washing brush could not be inserted smoothly due to a dent on the instrument channel, scratches and dirt that was difficult to remove were found on the universal cord/video cable, glue on the light guide lens was peeled, glue on the bending section cover was chipped, there were scratches on the light guide connector/video connector, there was discoloration of the light guide connector and angle lever, dirt that was difficult to remove was found on the video connector case, there were scratches on the control body and the up/down plate, and there was an air leak due to damage on the bending tube. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that, when the scope was being cleaned after a procedure, the tip was found to be crushed. The device was sent to an olympus service center for evaluation. During inspection and testing, metal was found to be protruding from a damaged part of the bending section cover. This report is being submitted for the malfunction found during evaluation (metal protruding). There was no patient or user injury reported due to the event.